Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded into the external ear canal. A revision surgery was performed successfully. However, in situ measurements post surgery point to a partial buckling of the electrode array inside the cochlea. Reportedly, the recipient was re-activated successfully. The device remains implanted and in use.

Event description:
Reportedly, the electrode extruded through the outer ear canal. The recipient had a surgery for closing outer ear canal. The recipient was successfully activated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the electrode extruded trough the outer ear canal. The recipient had a surgery for closing outer ear canal. Activation has been scheduled in 4 weeks (beginning of june).